Manufacturer narrative:
The pump was received with a failed battery test alarm after a battery change due to a broken solder joint of female power connector on the interface board. Unable to perform functional testing due to the failed battery test alarm. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a failed battery test alarm after receiving new battery cap. Customer reported that alarm was received during normal use. Alarm history showed thirteen failed battery test alarm in two days. It was found that battery compartment or battery cap were not damaged.